Event description:
It was reported that during a da vinci s surgical procedure, the surgeon observed a tear in the first mcs tip cover installed on the monopolar curved scissors instrument. The mcs instrument was removed and a replacement tip cover was installed. After some time of use, the second tip cover accessory developed a hole. A third tip cover was used and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Both the first and second tip cover accessories were returned and evaluated. Per the customer reported complaint, engineering observed that the second tip cover has a hole approximately 0.12 in length at the mid point of the tip cover. This tip cover does not exhibit evidence of arcing. Medwatch MFR report 2955842-2012-00340 was submitted to the FDA concerning the first tip cover accessory.